Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient has had a medtronic pain pump for over 20 years and has undergone several side port exams in the past. After the side port exam, they instantly found the problem when the catheter itself was clogged not being able to withdraw my pump medicine to inject the dye. A procedure took over an hour. No dye was injected meaning that the rest of the procedure could not be performed.